Event description:
Device user (du) reported that the device had shut off and spontaneously powered back on after it was disconnected from the wall to be transported. The machined had a battery charge at the time of 95%. Subsequently, the donor liver was discarded due to not being suitable for transplantation. The surgeon indicated the device issue contributed to the decision to discard the liver.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. A service engineer (se) evaluated the device. No fault or defect was identified. Event data from the device was reviewed and it was concluded that the system protection circuits were triggered by a transient mains power spike or power surge at the moment the mains power was disconnected. This safety feature is intended to protect users from harm in the event of power overload and as such does not constitute a device failure.

Event description:
Device user (du) reported that the device had shut off and spontanteously powered back on after it was disconnected from the wall to be transported. The machined had a battery charge at the time of 95%. Subsequently, the donor liver was discarded due to not being suitable for transplantation. The surgeon indicated the device issue contributed to the decision to discard the liver.

Manufacturer narrative:
Date of device return to manufacturer was december 8, 2023.